Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the jaws were clamped. The proximal end of the reload adapter was broken inside of the returned handle. The reload was partially attached to the handle. After opening the reload jaws, staple pushers were visible and staples were present and placed in the reinforcement material. Functionally, the jaws were unclamped and no tissue was observed between the jaws. The reload was removed from the returned handle. It was reported that the device was difficult to fire, difficult to retract the knife blade, partially fired and partial cut. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur due to over flexure of the reload while attached to the instrument. It was also reported that there was a tissue bunching during knife blade advanced, trs material folding during firing and instrument was locked on tissue. The reported issues could not be confirmed. The most likely cause could not be established from the information available. These issues may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, egiaustnd, egiaustnd endogia ultra univ std stap, sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic vats wedge and segmentectomy procedure on the lung, there were multiple procedural and device-related issues involving the manual handle and reload. On the fist handle and reload, the surgeon could not complete firing nor retract black knob to open the jaws. Additionally, tissue and trs material wadded up at the halfway cut line, and the proximal suture of the trs did not release, requiring manual cutting. The stapler had to be cut out of the tissue. On the second reload and handle cartridge was used and was extremely difficult to fire but did make it to the end, when surgeon retracted black knob, the proximal suture of the trs had not released and had to be manual cut to release. To resolve these issues, the device was replaced. A second and third handle were opened; the second handle was retained and returned, while the first and third handles were not retained. The third handle was used successfully with eight subsequent cartridges. To resolve these issues, the device was replaced. The third handle was used successfully with eight subsequent cartridges.